Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010 patient reported the infusion device displayed an e4 (occlusion) error while he was sleeping. Patient stated he has already confirmed the error and placed the infusion device in stop mode. Advised patient when to change accessories. Had patient disconnect from his infusion site and attempt a prime; insulin dripped from the infusion tubing and error did not occur. Advised patient that infusion headset needs to be changed. Patient reported he would complete that on his own. On follow up call on (B)(6) 2010 patient reported he did replace the infusion headset and upon removal he noticed the cannula was bent. Advised patient to insert headset at a 90 degree angle and a quick insertion to prevent this from happening. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.